Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4)

Event description:
The reporter indicated that the surgeon inserted a 12.6 mm vicmo12.6 implantable collamer lens, -04.50 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, significant reduction of irido-corneal angles, and pupil block with elevated iop. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Additional information: the patient's post-op ((B)(6) 2016) uncorrected visual acuity was 20/20. Device evaluation - the lens was returned dry and bent in a lens case/vial. Visual inspection found the haptic deformed. As per dfu for this lens model, ticls are contraindicated for patients under 21 years old. (B)(4).